Manufacturer narrative:
This report is filed june 17, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. Treatment with oral antibiotics (type, date and duration not reported) was reportedly unsuccessful, resulting in a loss of osseointegration of the device. Re-implantation is not planned as of the date of this report.